Event description:
Caller reported occlusion alarms. The customer's blood glucose level was 580 mg/dl. To address the high blood glucose, the customer performed a correction injection. The customer changed pump supplies and resumed insulin.